Event description:
On (B) (6) 2009, the user facility (B) (4) reported that there was back pressure in the cardiotomy reservoir and it was noted that the reservoir had clotted during a cardiopulmonary bypass procedure. The cardiotomy reservoir was changed out during the surgery, which resulted a report of approximately 200 cc of blood lost. The surgery was completed successfully.

Manufacturer narrative:
As indicated in the complaint, the cardiotomy reservoir was changed out during the surgery, which resulted a report of approximately 200 cc of blood lost. The surgery was completed successfully. Terumo has obtained the actual device that was used in the procedure and performed evaluations with the suspect device. Terumo was able to confirm that the cardiotomy reservoir was clotted, and determined that the benefit of having the filter capture the clotted material ultimately protected the patient, thus terumo referenced code.